Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 1144020. Customer states that the thumb press of the syringe was found to be cracked before use. The returned syringe was examined and exhibited a broken thumb press. A review of the device history record was completed for batch# 1144020. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. A definitive root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that a damaged thumb press of bd ultra-fine¿ 3/10ml insulin syringe was found before use. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: the thumb press of the syringe was found to be cracked before use.

Event description:
It was reported that a damaged thumb press of bd ultra-fine¿ 3/10ml insulin syringe was found before use. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the thumb press of the syringe was found to be cracked before use.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.